Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and current blood glucose level was 391mg/dl. The customer blood glucose was 186 mg/dl. The customer was treated with insulin pump and lasagna. It was also reported that the customer was trying to bolus and pump alarmed no delivery. The troubleshoot was performed and the insulin exited during the priming. The customer was advised to change the entire infusion and return set for analysis. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin the pump will not be returned for analysis.